Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Patient temperature (pt) was 38.5c, targeted temperature (tt) was 37c, water temperature (wt) was 20.7c. System diagnostics showed that the outlet monitor temperature (t1) was 20.7c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 21.9c, chiller temperature (t4) was 20.4c, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4858.6 and pump hours were 4222.2. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Encouraged nurse to call back with any additional questions or concerns. Per follow up information received via task on 14oct2025, spoke with biomed stated they had run a calibration of the device and received an error 80. They had tried reaching out to tech support but could not get ahold of anyone. They believe it was a failed chiller but would try to confirm with technical support before ordering the replacement part. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the arctic sun device has been alerting 113 reduced water temperature control and was not making cold enough water. Patient temperature (pt) was 38.5c, targeted temperature (tt) was 37c, water temperature (wt) was 20.7c. System diagnostics showed that the outlet monitor temperature (t1) was 20.7c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 21.9c, chiller temperature (t4) was 20.4c, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4858.6 and pump hours were 4222.2. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Encouraged nurse to call back with any additional questions or concerns. Per follow up information received via task on 14oct2025, spoke with biomed stated they had run a calibration of the device and received an error 80. They had tried reaching out to tech support but could not get ahold of anyone. They believe it was a failed chiller but would try to confirm with technical support before ordering the replacement part.

Event description:
It was reported that the nurse stated the arctic sun device has been alerting 113 reduced water temperature control and was not making cold enough water. Patient temperature (pt) was 38.5c, targeted temperature (tt) was 37c, water temperature (wt) was 20.7c. System diagnostics showed that the outlet monitor temperature (t1) was 20.7c, outlet control temperature (t2) was 20.7c, inlet temperature (t3) was 21.9c, chiller temperature (t4) was 20.4c, water flow rate (wfr) was 2.6 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 62 percentage, mixing pump command (mpc) was 100 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 4858.6 and pump hours were 4222.2. Advised to swap out to alternate device and send this one to biomed labeled 113 not cooling. Encouraged nurse to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.